Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported they had a "nasty fall" on (B)(6) 2018 and ended up in the hospital to get stitches in their head. The patient indicated that the hospital would not give the patient any medication because they did not know what drug was in the pump. The patient did not know the drug in their pump. The patient then indicated that they were due for a refill last week and stated that their pump was empty. The patient knew their pump was empty because "she was supposed to go for a refill last week". The patient was asked and indicated they were not hearing any alarms from the pump. There were no patient symptoms reported and no interventions occurred. The patient was instructed to contact their hcp to schedule an appointment to refill the pump.